Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with a cerebral vascular accident; signs and symptoms were not provided. Admission laboratory values include: international normalized ratio (inr) 2.7, plasma free hemoglobin 19 g/dl, and lactate dehydrogenase (ldh) of 834 u/l which was up from a baseline of 500-600 u/l since implant. The customer reported that there were no pump power elevations and other pump parameters have remained normal as well. The patient was placed on heparin. The patient has been on coumadin and aspirin with an inr goal of 2-3. It was reported that the patient did have a few low inrs of 1.4 back in (B)(6) 2015. The patient was put on lovenox back then to bring inrs back into therapeutic range. The patient has had no history of infection. An echocardiogram showed that the aortic valve was opening a little with every beat. Additional information was requested but was not provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.